Event description:
It was reported that the patient had a tortuous colon that was difficult to navigate. The endoscope was positioned slightly forward of the fore balloon. The fore balloon was in the fully retracted position. Upon pulling the endoscope backward the doctor noted the damage to the push rods. One push rod separated from the saddle tip and the other push rod broke at the fore balloon skirt. No adverse event.